Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during pre op of replacement surgery, the implanted generator was discovered to be at eos. The plan was to investigate the condition of the lead once opened and either do a battery change or a complete system replacement. The surgeon was able to remove the old generator without issue but when she got further into checking the lead she found fluid inside the lead. The surgeon decided to do a full replacement of the system. After a little over an hour cutting out as much as possible of the damaged lead, the surgeon decided to abort the surgery. The surgeon states that she couldn¿t find or reach the electrodes, nor did she think that the electrodes were wrapped around the vagus nerve any longer. The surgeon also reports that there is too much scar tissue built up and that she was getting too close to the carotid artery for her to continue to cut. The orss recovered the old generator as well as the pieces of the lead that were cut out during the surgery. The explanted device is scheduled for return but have not been received to date. No other relevant information has been received to date.

Event description:
Lead product analysis was approved on 02/17/2023 for m300-20 sn: (B)(6). The allegation of fracture of lead(s), failure of device was not confirmed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The allegation of ¿fluid leaks, breach in outer and inner tubing wall¿ was partially confirmed. During the visual analysis open abrasions were observed on outer tubing allowing fluid ingress into outer tubing. Open abrasions on inner tubes were not observed. Other than the above noted observation, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The abrasions can be likely contributed to wear of the device as had been implanted over 22 years. No other relevant information has been received to date.

Event description:
The device was received into product analysis which is underway but not yet completed. Further information was received from the physician. The lead was not detached from the nerve it was scarred into the nerve and carotid artery and will require vascular surgery assistance to surgically remove. The lead was discovered to have gross fractures and the cause of the fluid leaks is unknown. Three tie downs were present and placed per labeling. There is no further revision or re-implant surgery planned at present. No other relevant information has been received to date.